Event description:
It was reported that the patient underwent a posterior/posterolateral procedure in using rhbmp-2/acs, peek cages and autograft. Subsequently, the patient was diagnosed with injuries, including but not limited to, ectopic bone growth, an inflammatory reaction to bmp, chronic pain, and additional surgeries. As a result, the patient has required extensive medical treatment. The patient has reportedly never recovered from his surgery involving infuse, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.

Event description:
Reportedly the patient developed "serious problems. Some of the problems include pain, mental anguish, and having to undergo a f/u surgery." No additional information was provided.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)